Event description:
While attempting several times to intubate a neonate, the tracheo-esophageal wall was perforated leading to pneumomediastinum. The child ultimately healed and was discharged from the hospital.